Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.